Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had motor movement or negligible movement. Retries to free a stuck motor failed. Pump error alarm. Customer was able to clear the alarm. Customer was not able to rewind the pump. Customer states pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The product will be returned or analysis.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
On september 17, 2022 the customer alleged device error 38 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with serial number label stained, scratched case, and pillowing keypad overlay during the visual inspection. Thump software was utilized and downloaded trace/history files properly. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test and displacement test due to device error 38 occurring during rewind test. In further full review found multiple device error 38 in the device history on september 17, 2022 time 10:09:49.000, and during testing (device time september 26, 2022 at time 13:12:50.000). The device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. Unable to perform required testing due to device error 38 occurring during testing. Customer alleged for device error 38 alarm was confirmed due moisture damage found on motor. Moisture damage found on electronic assembly, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.